Manufacturer narrative:
(B)(4): the cause of peritonitis was reported as a broken connection between the transfer set and patient line and reconnecting the lines during therapy. Three days prior to initial receipt of this report, the patient started treatment with fortaz (1 gm, daily, and ip), gentamicin (400mg, daily, and ip), and vancomycin (1 gm, daily, and ip) for peritonitis. Treatment with vancomycin was discontinued 14 days later. The patient was retrained on aseptic technique. The patient recovered from peritonitis and was discharged from the hospital. A t the time of this report, treatment with fortaz and gentamicin were ongoing.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable titanium adapter was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was determined that this report is a duplicate of report 1416980-2013-28143. All investigation activities will be captured under report 1416980-2013-28143.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue while performing an exchange during pd therapy which caused peritonitis. On an unreported date, the hp experienced a loose connection between the transfer set and the titanium adaptor resulting in a disconnection. The patient?s husband reconnected the devices and pd therapy was resumed. The hp experienced peritonitis and was hospitalized for the event two days after onset. Treatment was not reported. On an unreported date, the hp was retrained in proper aseptic procedure for pd therapy. At the time of this report the hp was recovered from the peritonitis event and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.